Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal wall abscess, abdominal pain, infected mesh, mesh removal requiring additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. D2: added common device name d4: added lot #, catalog #, expiration date, di # g5: added PMA/510k # h4: added device manufacture date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2003: (B)(6) . Operative report. Preoperative diagnosis: penetrating wound to abdomen. Postoperative diagnosis: penetrating wound to abdomen. Laceration to greater omentum adjacent to transverse colon. Operation: exploratory laparotomy. Partial omentectomy. Specimens: omentum to pathology. Disposition: stable, awake and extubated to pacu. Brief history: the patient is a 38-year-old white male with past medical history significant only for depression, who presented as a trauma alert after an accident at home involving a table-seated grinder. Apparently while working, the grinder split into two pieces and one became lodged in his anterior abdominal wall. The portion which had been lodged in his abdomen was removed and the patient was brought to the trauma bay hemodynamically stable throughout his evaluation. He underwent local exploration of the wound after local anesthesia and, upon exploration of the wound, a full thickness fascial and peritoneal defect was found with herniation of omentum through the hole. As a result of these findings, the patient was brought to the operating room for exploratory laparotomy. Procedure: ¿the patient was brought to the operating room and identified by dr. John promes as stephen peters. He was placed in the supine position on the operating room table. General endotracheal anesthesia was induced and the patient was prepped and draped in a sterile fashion. A # 10 blade was used to make a vertical midline incision extending from just below the xiphoid process to approximately 2 cm inferior to the umbilicus. Bovie cautery was used to obtain hemostasis and to proceed with camper¿s and scarpa¿s fascia. Anterior rectus sheath was identified and incised in the midline using bovie cautery. The peritoneum was then identified and opened under direct vision. Upon entry into the abdominal cavity, no pooling of blood or enteric contents was noted. A full survey of the abdominal cavity was made. A balfour retractor was placed and the ligament of treitz was identified. The entire length of small bowel was inspected on both sides from the ligament of treitz to the terminal ileum. Next, the full length of the colon, starting at the cecum and running to the rectosigmoid, was identified with no injuries noted. There was one defect in the greater omentum a few cm adjacent to the midportion of the transverse colon. However, no vascular compromise or injury to the colon itself was noted. The liver, stomach and spleen were both inspected and no abnormalities were noted. The lesser sac was opened and no injuries to the posterior aspect of the stomach or the pancreas were noted. Gallbladder was normal in appearance with some omentum adhesed to it. There was no blood in the pelvis. Once the survey was complete with the only injury being identified the omental tear, the abdomen was copiously irrigated and dried. No active bleeding or leak of enteric contents was noted. The fascial defect created by the puncture wound was closed first from the inside using a # 1 dexon suture which incorporated the peritoneum and the posterior rectus sheath in a running, simple fashion. The anterior rectus sheath was then reapproximated from the outside using # 1 dexon suture in a figure-of-eight fashion. At the completion of this, no fascial or peritoneal defects were present. The fascia of the midline incision was then closed using #1 dexon running superior and inferiorly from each end of the incision and then tied together in the middle. The incision was then again irrigated and dried. The skin was reapproximated using surgical staples. The puncture site was left open and packed with sterile, moistened-saline kerlix. Incisions were cleaned and dried. Sterile dressings were applied. All sponges and needle counts are correct times two at the end of the case. The attending was present throughout. The patient was taken to the recovery area stable, awake and extubated, having tolerated the procedure well.¿ (B)(6) 2004: (B)(6) . Operative report. Preoperative diagnosis: large incisional hernia. Postoperative diagnosis: large incisional hernia. Operation: abdominal exploration, extensive lysis of adhesions, placement of gore-tex dual mesh for incisional herniorrhaphy. Complications: none. Indications: the patient is a 39-year-old male status post industrial incident where a grinder impaled him in the abdomen necessitating exploratory laparotomy. The patient subsequently developed an incisional hernia. Procedure: ¿the patient was brought to the operating room and placed on the operating table in supine position. After induction of general anesthesia the patient¿s abdomen was prepped and draped in normal sterile fashion. Once the patient was fully asleep it was easy to feel the fascial edges where it completely dehisced along almost the entire course of the wound. Starting with ___ [sic] inaudible dictation> portion of the wound an incision was made. Blunt dissection was taken down to the level of the hernia sack. The hernia sack was entered. Extensive lysis of adhesions were undertaken. Extending the wound inferiorly and superiorly as necessary. The adhesions were lysed for approximately 1 to 1-½ hours. The fascia was identified on both sides and had been retracted back several centimeters from the skin edges. The hernia defect was approximately 30 cm in length and close to 10-15 cm in width. Once the fascial edges were completely identified it was necessary to make skin flaps back on both sides separating the subcutaneous tissues from the underlying fascia. Gore-tex dual mesh was then approximated to the hernia defect circumferentially using #1 prolene suture. I used the mesh because I felt that the patient would not tolerate having a full primary closure of the abdomen. The hernia sack was debrided from the skin edges circumferentially. Two jp drains were placed in subcutaneous tissues through separate stab incision in the lower abdomen, placed beneath the skin flaps. The subcutaneous tissues were reapproximated in the midline with interrupted 2-0 vicryl sutures and the skin was closed using staples. The patient tolerated the procedure well. I was personally present for the entire procedure.¿ (B)(6) 2004: (B)(6) . Operative report. Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: incisional ventral hernia. Operation: incisional hernia repair with mesh. Indications: the patient is a 39-year-old caucasian male who underwent an exploratory laparotomy for a traumatic event back in (B)(6) 2003. The patient presented to the red surgery clinic for evaluation of the hernia. Upon examination, it was felt that the hernia was rising secondary to the patient¿s possible previous incision site. The patient was then consented for an incisional hernia repair. The risks and benefits of this procedure were discussed with the patient at that time in the clinic. The patient wished to proceed with the procedure. Procedure: ¿the patient was brought to the operating room and placed in a supine position. After adequate general anesthesia was obtained, the patient¿s abdomen was prepped and draped in the standard sterile fashion. With the # 15 blade, an incision was made over the previous laparotomy incision and using electrocautery, the subcutaneous tissue was dissected down carefully to the level of the hernia sac being careful not to injure the sac or any adherent bowel. It was initially noted that the defect was [sic] appeared to be in the bottom one-third of the patient¿s previous laparotomy incision. However, with continued dissection with electrocautery, it was noted that the defect extended superiorly and the previous incision was extended superiorly to encompass the entire length of the previous laparotomy scar. Continued peripheral dissection was then performed using electrocautery and with the metzenbaum scissors. Once the hernia sac was felt to be dissected and exposed in its entirety, it was noted that the hernia defect was approximately 30 cm x 15 cm in dimension. The fascia was found in the circumference of this hernia. The hernia sac was entered carefully not to injure any bowel. Once the hernia sac was entered and portion of the hernia sac was excised, a specimen of this sac was then sent off for pathologic examination. Continued dissection was made in the circumference of this hernia sac to obtain adequate fascial exposure. Approximately 2 to 3 cm of fascia was exposed. It was noted that approximately an hour¿s worth of lysis of adhesion was performed to dissect off of the intraabdominal contents from the abdominal wall. During this, the dissection it was noted there to be two areas of serosal tear and these were repaired with lembert sutures. Continued dissection was made above the fascial layer to provide approximately 2 to 3 cm of fascial exposure for the mesh placement. A dual gore-tex mesh was used to repair this hernia defect. A 1-0 prolene suture was used in a running fashion to secure the mesh to the fascial edges. Once the entire mesh was sutured into place, two jackson-pratt drains were placed on top of the mesh and was exteriorized through two stab wounds in the inferior aspect of the incision. These were later sewn into place using 0 vicryl suture. The subcutaneous layer was then re-approximated using 2-0 vicryl suture in an interrupted fashion. Once the wound was re-approximated, the skin edges was then re-approximated using staples. At the end of this procedure, all laps and needle counts were correct. The wound was then sterilely dressed. The patient tolerated this procedure well and was extubated in the operating room table and was brought to the recovery room in stable condition.¿ (B)(6) 2004: (B)(6) . Implant sticker. Gore-tex dualmesh biomaterial. Item #: 1dlmc204. Lot #: 01567064. Site: [handwritten] abdomen. [Handwritten] 26 cm x 34 cm x 2 mm. Exp 7/2007. The record confirms a gore® dualmesh® biomaterial (1dlmc204/01567064) was implanted during the procedure. (B)(6) 2004: (B)(6) . Pathology report. Accession #: s-04-09467. Patient information: operation: abdominal incisional hernia repair. Tissue submitted: hernia sac. Pre-op dx: incision hernia. Post-op dx: same. Histological diagnosis: soft tissue, abdomen: mesothelial lined fibroadipose tissue consistent with hernia sac and segment of muscular intestinal wall. Gross description: received labeled with the patient¿s name, ¿peters, stephen.¿ the specimen is received in formalin in a single container labeled ¿hernia sac¿ and consists of a 3.9 x 3.5 x 0.6 cm segment of tan pink membranous and hemorrhagic tissue with a small amount of attached tan yellow fat. The tissue is serially sectioned and no masses or areas of infarction are noted. A representative section is submitted in 1 cassette. (B)(6) 2006: [missing records: an operative report for ¿ventral hernia repaired 2006 at ormc¿ was not provided.] (B)(6) 2013: [missing records: an operative report for ¿subtotal gastrectomy with roux-en-y gastrojejunostomy¿ was not provided.] (B)(6) 2013: (B)(6) hospital. (B)(6) . Radiology¿CT abdomen/pelvis. Indication: abscess. Impression: interval partial gastrectomy. Loculated fluid collection with pockets of air in upper mid abdomen abutting stomach and proximal small bowel loops consistent with abscess. Anastomotic leak cannot be excluded. Small tract is seen feeding up to anterior abdominal wall. Small fluid collection within anterior abdominal wall beneath mesh. (B)(6) 2013: (B)(6) hospital. Nurse notes. Patient threw seroquel [antipsychotic] at me and stated he has never taken ¿psychotropic¿ drugs. Typing reason in mar why patient refused med he stated ¿you better be careful what you are typing in there¿. He went off on a tangent about not seeing a doctor since has been here and his tshirt being dirty. Refused clean gown stating he has his get away clothes. Became extremely loud, threatening. I immediately left room when I felt as though he was about to hurt me. Reported incident. (B)(6) 2013: (B)(6) hospital. (B)(6) . Consultation. Indication: psychiatric evaluation. Worked in iron industry, building roller coasters, buildings for 14 years until he injured his back. (B)(6) 2013: (B)(6) hospital. (B)(6) progress notes. Ventral hernia repaired 2006 at ormc. (B)(6) 2013 epigastric pain and draining pus from incision. Has become much better with antibiotics however persists. If old mesh infected drainage will never stop until removed. (B)(6) 2013: (B)(6) hospital. (B)(6) . Progress notes. Being a behavioral problem. Need to address nursing in [illegible]. Reconsult surgery, need mesh removal. (B)(6) 2013: (B)(6) hospital. (B)(6) . Progress notes. Refuses to be seen by house surgeon. Wants [illegible] to see dr. Mcdonald. (B)(6) 2013: (B)(6) hospital. (B)(6) . Discharge summary. Admit date: (B)(6) 13. Has abdominal wall abscess due to infected mesh, result of previous cholecystectomy. Surgery was done at florida hospital east orlando by dr. Malcolm mcdonald. Dr. Mcdonald consulted, on vacation, his coverage declined the consult. Received total of 11 days intravenous antibiotics with partial resolution, decrease of purulent exudate. Mesh needs to be removed, then repaired at later opportunity. Discharged on oral antibiotics. (B)(6) 2013: (B)(6) hospital. (B)(6) . History and physical. Readmitted to hospital, signed himself out from florida hospital orlando yesterday. Has abdominal wall abscess, several fistulas, as result of infected mesh. Had a partial gastrectomy at florida hospital east 4 months ago, developed this infection 3-6 weeks after operation. Surgical residents there did not want to pursue any further action, they wanted dr. Mcdonald to take care of problem. I spoke with dr. Mcdonald, to give 7 days intravenous antibiotics to control infection, make area sterile, then proceed with incision, drainage, removal of mesh. Scheduled this sunday. However, patient has bipolar disorder, behavior deemed unruly in florida hospital orlando, decided to leave ama. However, is willing now to abide by the rules, be readmitted to this hospital. Abdomen: nontender except area of induration in abdominal wall with positive now mostly serosanguineous exudate after 4 days intravenous antibiotics. (B)(6) 2013: (B)(6) hospital. (B)(6) . Indication: infected abdominal wall mesh. Had previously entered florida hospital east orlando with large bleeding duodenal ulcer, required subtotal gastrectomy with roux-en-y gastrojejunostomy. At that time, a right subcostal incision was made in an attempt to avoid mesh placement for hernia repair abdominal wall hernia. Hernia repair was inadequately completed, patient had a large residual herniated-type defect of the vertical abdominal wall midline incision from the subxiphoid to periumbilical region. Underwent successful surgery; however, postsurgery developed infected mesh at superior aspect of incision where mesh was encountered during the subtotal gastrectomy. Now has drainage, what appears to be chronic fistulous tract with granulation tissue superior aspect of incision. Requires removal of infected mesh. Has been on aggressive antibiotic therapy for treatment of infected mesh. Fluid drainage from fistulous-type tract at this time, clear, nonodorous. Abdomen: right subcostal incision well healed. Fistulous-type tract at superior aspect of vertical incision where suspected infected mesh. Plan: removal of infected mesh with primary approximation of muscle fascial plane. I will not be able to place additional mesh in infect field, patient will be at risk for developing incisional hernia due to fact has had previous mesh placement with retraction of muscle fascial plane laterally on vertical incision. Patient aware of potential complications as well as postoperative wound infection, wound disruption. (B)(6) 2013: (B)(6) hospital. Mcdonald. Progress notes. Patient ate today, surgery cancelled. Patient npo but took food. (B)(6) 2013: (B)(6) hospital. (B)(6) . Operative report. Preoperative diagnoses: infected abdominal wall mesh. Abdominal wall mesh hernia. History of previous subtotal gastrectomy for treatment of bleeding ulcer. Postoperative diagnoses: infected abdominal wall mesh. Abdominal wall mesh hernia. History of previous subtotal gastrectomy for treatment of bleeding ulcer. Operation: removal of infected mesh. Extensive enteroclysis. Procedure: ¿with the patient in the supine position and under anesthesia, the abdomen was repeatedly prepped with betadine solution in a scrub-like fashion. Following this, sterile drapes were applied, and a ventral incision was made and deepened down through all layers of the abdomen. The patient was found to have an infected mesh. The soft tissue was circumferentially separated from the mesh with electrocautery cutting current and metzenbaum dissection. The fascia was identified circumferentially and the mesh was resected. I attempted to completely resect the mesh; however, it was difficult to separate the mesh from the fascia due to granulomatous reaction and there were times I could not distinguish clearly between mesh and fascia. I attempted to remove all mesh material. The patient was also found to have extensive small bowel adhesions involving the mesh. All adhesions were lysed carefully by sharp metzenbaum dissection. The entire bowel was freed of mesh entrapment. It took approximately 45 minutes to free the small bowel from the adhesions. The small bowel was then run and completely cleared of all adhesions. Seprafilm was placed in the abdominal cavity to prevent recurrent adhesions after the entire mesh was resected. The muscle fascial plane was then closed with a running loop pds. I did not place retention sutures as I was worried that they were cut into the small bowel as I did not have enough omentum to completely cover small bowel. The muscle fascial plane was completely approximated and hopefully will repair itself without development of another hernia. Marcaine solution, 30 ml, was injected into the surgical wound for postoperative pain control. With hemostasis complete at this point, the patient¿s excessive abdominal wall skin was resected and the abdominal skin was reapproximated with multiple interrupted cutaneous clips. Dressing was applied and the patient was transferred to the recovery area in satisfactory condition. I did place a drain down the midportion of the incision in the event that the patient does develop postoperative wound infection and significant seroma formation, we can drain that. The patient tolerated the procedure well. No significant blood loss was encountered. Postoperatively, the patient will be treated with nasogastric decompression of the gastrointestinal tract and close clinical observation, prophylactic antibiotics following surgery, and pain control and supportive care.¿ (B)(6) 2013: (B)(6) hospital. Post procedure note. Diagnosis pre-operative: infected abd wall mesh. Diagnosis post-operative: same. Specimens removed: infected mesh. (B)(6) 2013: (B)(6) hospital pathology dept. (B)(6) . Pathology report. Accession #: wps13-6171. Diagnosis: explanted mesh and scar, resection: skin and subcutaneous tissue showing dermal scar, fat necrosis, and multinucleated giant cell reaction to foreign material. Negative for malignancy. Clinical history: infected abdominal mesh. Material(s) submitted: explanted mesh and scar. Gross description: the surgical requisition slip and specimen container match patient¿s name, date of birth, and specimen description. Received in formalin labeled ¿explanted mesh and scar¿ is an aggregate of minimal attached fibrofatty tissue measuring 21 x 16 x 2.5 cm with a separate aggregate of tan skin and fibrofatty tissue measuring 20 x 9 x 1 cm. The mesh material is predominantly tan with foci of red-brown discoloration and sectioning in these areas reveals yellow-brown discoloration and softening of the attached soft tissue that may represent necrosis. One portion of skin contains a well-healed linear scar measuring approximately 14 cm. The skin is otherwise unremarkable. Representative sections are submitted in two cassettes labeled wps13-6171 a-b as follows: a) mesh with discolored red-brown focus and attached necrotic-appearing soft tissue; b) skin with scar. Microscopic examination: a microscopic examination has been performed and the findings are incorporated in the diagnosis. (B)(6) 2013: (B)(6) hospital. (B)(6) . Consultation. Abdominal pain. Characterizes pain as excruciating, severe, reports having charley horses at incision site. Social history: smokes 1-2 packets of tobacco, uses marijuana, used crack-last about 9 days ago. Abdomen: dressing in place, limited exam as patient has severe pain. (B)(6) 2013: (B)(6) hospital. Nurse notes. Very belligerent, verbally abusive, uncooperative, hard to please. (B)(6) 2013: (B)(6) hospital. Nurse notes. Charge nurse went outside to find patient. Now in his room. Has been off floor for 1.15 minutes [sic]. (B)(6) 2013: (B)(6) hospital. Nurse notes. Called dr. (B)(6) , per nurse manager, to get pca [patient-controlled analgesia] pump discontinued and put on regular meds because of patient¿s noncompliance. (B)(6) 2013: (B)(6) hospital. Nurse notes. Patient pulled out his ng tube and refuses to put it back. (B)(6) 2013: (B)(6) hospital. Dr. (B)(6) . Physician orders. Please do not call me anymore about this patient. Can discontinue ng tube (patient refuses ng tube). ¿do what you want to do with this patient.¿ (B)(6) 2013: (B)(6) hospital. (B)(6) . Discharge summary. Discharge diagnosis: abscess, abdominal wall, secondary to infected mesh, status post removal and drainage by dr. Mcdonald. Admitted because of chronic fistulization, abscess of mesh. Mesh entirely removed; stomach wall rebuilt. Discharged stable condition. (B)(6) 2013: (B)(6) hospital. Discharge instructions. Wet to dry dressing. Leave surgical incision dressing open to air. May take bath, pat incision dry with towel. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for manufacturing and sterilization evaluations. Conclusions code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.